Manufacturer narrative:
The investigation reviewed the last calibration performed on 06-nov-2023; the signals were within the expected ranges. The investigation reviewed the qc recovery; the qc recovery overview for qc level 1 showed results that were within the specified ranges. The investigation determined the reagent performed within specifications.

Manufacturer narrative:
The serial number of the customer's cobas 6000 e601 module is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys toxo igm (toxo igm) results from one patient sample tested on the cobas 6000 e601 module. The patient sample was sent to two external laboratories: laboratory 1 and laboratory 2. On (B)(6) 2023, the initial result from the module was 4.81 cut-off index (coi) with an interpretation of "reactive". On (B)(6) 2023, the first repeat result from laboratory 1 was "index less than 0.10" (non-reactive). On (B)(6) 2023, the second repeat result from the module was 4.96 coi with an interpretation of "reactive". On (B)(6) 2023, the third repeat result from laboratory 2 was "0.00 index - negative".